Event description:
It was reported that the ventilator is not working on 21% o2. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was reproduced during troubleshooting. According to provided information, nozzle unit on air gas module was replaced. The device passed all performance tests and could be returned to clinical use. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. Unfortunately the device's logs and claimed part were not provided for further analysis. Our conclusion is that defective nozzle unit was the cause of the failure.

Event description:
Manufacturer's ref. #: (B)(4).